Manufacturer narrative:
The suspect device was not returned for evaluation, but a customer-provided video confirmed that the retaining cap could be loosened and removed, allowing the device to disassemble. This failure mode is a reportable malfunction not originally identified by the reporter. The most likely root cause is improper adhesive placement during assembly, as adhesive should be applied between the first and second threads. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
A customer alleged a merit inflator was unable to inflate. During the investigation, it was determined that the handle disconnected at the screw thread. No reported patient injury.